Event description:
Customer reported her blood glucose level was 313 mg/dl. She removed the device during the call and found that the cannula was not inserted.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm any malfunction that might have contributed to the reported hyperglycemia. The customer reported that the cannula was not properly inserted in the infusion site. This condition if undetected can interrupt insulin delivery and contribute to high blood sugar. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod¿s user guide warns ¿check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result,¿ and ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).¿ it instructs that during the insertion process the pdm ¿displays a reminder to check the infusion site and cannula. Make sure the pod is securely attached to your skin. Press ¿yes¿ if you can see that the cannula is properly inserted. Or press ¿no¿ if you see a problem with the cannula. The pdm instructs you to deactivate the new pod. Press ¿discard¿ to restart the process with a new pod,¿ and advises ¿at least once a day, use the pod¿s viewing windows to check the site for signs of infection and to confirm that the soft cannula is securely in place.¿